Manufacturer narrative:
Addendum (28-aug-2015): additional information was provided by the affiliate. The plug remains in the patient and the patient was not treated to restore distal blood flow. It is unknown if a follow-up is scheduled with the patient to assess the issue. It is also unknown if the patient experienced any adverse events as a result of the product issue. The physician had achieved certification on the use of the exoseal vcd and has used the exoseal vcd several times prior to this case. The vcd showed no visible signs of damage and was prepped according to the IFU specifications. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. Further requested details are unknown. Complaint conclusion. During use of a 6f exoseal device for vascular closure, it was reported that hemostasis was not achieved within 5 minutes. It took 25 minutes to achieve hemostasis by manual compression. After the procedure, the physician suspected the plug had been placed in an inaccurate position; therefore he performed an echo after dialysis. He then found the plug was in the proximal portion of the stent. The following day, the patient did not have any symptoms and was discharged from the hospital after dialysis. There was no bleeding complication during or after the procedure. The exoseal was used for hemostasis after a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery. An ipsilateral antegrade approach was used. The exoseal showed no visible signs of damage and was prepped according to the instructions for use (IFU) specifications. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. After the pta, the exoseal was inserted into the sheath introducer. The exoseal with the sheath introducer was retracted as a unit, and then, the physician confirmed that the indicator window changed to black-black pattern although the bleed-back from the bleed back indicator was still observed. Then, the physician depressed the plug deployment button to deploy the plug. Hemostasis was not achieved within 5 minutes. It took for 25 minutes to achieve hemostasis by manual compression. The plug remains in the patient and the patient was not treated to restore distal blood flow. It is unknown if a follow-up is scheduled with the patient to assess the issue. It is also unknown if the patient experienced any adverse events as a result of the product issue. The physician had achieved certification on the use of the exoseal vcd and has used the exoseal vcd several times prior to this case. The product was not returned for analysis. Review of lot 17206349 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. According to the product IFU, users are cautioned to not use the exoseal vascular closure device to close arteriotomies created in areas of calcified plaque or stented segments. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the information available for review, there are procedural factors (vascular closure near a stented segment) that may have contributed to the event reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
During use of a 6f exoseal device for vascular closure, it was reported that hemostasis was not achieved within 5 minutes. It took 25 minutes to achieve hemostasis by manual compression. After the procedure, the physician suspected the plug had been placed in an inaccurate part, and he performed echo after dialysis. He then found the plug was in the proximal portion of the stent. The following day, the patient did not have any symptoms and was discharged from the hospital after dialysis. There was no bleeding complication during or after the procedure. The device will not be returned for analysis. The patient's information was unknown. The exoseal vcd was used for hemostasis after a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery. An ipsilatelal antegrade approach was used. After the pta, the exoseal vcd was inserted into the sheath introducer. The exoseal vcd with the sheath introducer was retracted as a unit, and then, the physician confirmed that the indicator window changed to black-black pattern although the bleed-back from the bleed back indicator was still observed. Then, the physician depressed the plug deployment button to deploy the plug. Hemostasis was not achieved within 5 minutes. It took for 25 minutes to achieve hemostasis by manual compression.

Manufacturer narrative:
Review of lot 17206349 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(6). The gender of the patient is unknown. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.